Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. One day prior to death, the patient was hospitalized due to myocardial infarction. It was reported that at the time of hospitalization, the patient also had peritonitis. On the same day, the patient began treatment for the peritonitis with intraperitoneal vancomycin, 2 grams, and gentamicin 4 mgs (added to the extraneal bag). On the same day, vancomycin and gentamicin therapies were discontinued. One day later, the patient passed away. The cause of death was reported to be due to myocardial infarction. At the time of death, the patient had not recovered from the peritonitis event. It was reported that automated peritoneal dialysis (apd) was ongoing but the patient was not connected to a homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.